Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl, cause was unknown. Reportedly, the customer required assistance from a healthcare provide to address bg level with carbohydrates. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.